Event description:
Implant fracture.

Manufacturer narrative:
Initial reporter was from USA instead canada. This was adjusted.

Event description:
Implant fracture.

Manufacturer narrative:
Implant region 27 fractured. Construction was not known. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.